Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation" on (B)(6) 2017. The patient's medical history included asthma in (B)(6) 2016, bleeding vaginal, menorrhagia, uterine bleeding, anemia iron deficiency, cholecystectomy, endometrial ablation and d & c. Previously administered products included for to treat abnormal uterine bleeding: provera 10mg in 2013 and nuvaring from 2012 to 2013. Concurrent conditions included vitamin d deficiency since (B)(6) 2015, anemia since 2012, endometrium cystic, corpus luteum cyst, obesity, adenomyosis and uterine fibroid. Concomitant products included iron since 2012 to (B)(6) 2018 for anemia, salbutamol sulfate (ventolin hfa) since (B)(6) 2016 for asthma, colecalciferol (vitamin d) since (B)(6) 2015 for vitamin d deficiency as well as ferrous sulfate since 2012 to (B)(6) 2018, ibuprofen from (B)(6) 2017 to (B)(6) 2018, nsaids from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2017 to (B)(6) 2018 and salbutamol (albuterol). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (novasure ablation (B)(6) 2017 and robotic-assisted total hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date previously reported as (B)(6) 2017 and as per current follow up (B)(6) 2017. Discrepancy noted in essure confirmation test conduct - no (as per pfs). There was swelling around the left cornua but the essure coil appeared intraluminal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: gross description: the endometrial cavity measures 1.0 cm wide and 3.5 cm long and has a tan-pink hemorrhagic appearance and is up to 0.2 cm in thickness. At the fundus is a 1.0 cm cyst filled with chocolate watery fluid. Bilateral fallopian tubes have complete pinpoint lumens and unremarkable serosal surfaces. Ultrasound pelvis - on (B)(6) 2017: impression: 1. Cystic foci within the uterine fundal endometrial cavity at both uterine cornua, measuring up to 1.8 cm on the right and 1.0 cm on the left. Brightly echogenic focus at the right uterine cornua, most likely representing a previously implanted essure device. Poor definition of the endometrium, consistent with prior ablation. The thickest portion visualized measures approximately 9 mm. Corpus luteum cyst within the right ovary, measuring 2.3 x 1.4 x 1.8 cm, with adjacent minimal right adnexal free fluid. No evidence of right ovarian torsion. Normal-appearing left ovary with multiple follicles. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: pfs and mr received ¿ case becomes incident and medically confirm. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia, dysmenorrhea (cramping), dyspareunia, fatigue, psychological or psychiatric problems ¿ depression and mental anguish and novasure ablation were added. Outcome of previously reported event pelvic pain were updated to recovering from unknown. Onset date of pelvic pain were added. Product information indication and date of removal were added. Date of essure incretion were updated. Patient information date of birth and height were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding: menorrhagia (heavy menstrual bleeding)') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation" on (B)(6) 2017. The patient's medical history included asthma in (B)(6) 2016, menorrhagia, menorrhagia, uterine bleeding, anemia iron deficiency, cholecystectomy, endometrial ablation and d & c. Previously administered products included for to treat abnormal uterine bleeding: provera 10mg in 2013 and nuvaring from 2012 to 2013. Concurrent conditions included vitamin d deficiency since (B)(6) 2015, anemia since 2012, endometrium cystic, corpus luteum cyst, obesity, adenomyosis and uterine fibroid. Concomitant products included iron since 2012 to (B)(6) 2018 for anemia, salbutamol sulfate (ventolin hfa) since (B)(6) 2016 for asthma, colecalciferol (vitamine d) since (B)(6) 2015 for vitamin d deficiency as well as ferrous sulfate since 2012 to (B)(6) 2018, ibuprofen from (B)(6) 2017 to (B)(6) 2018, nsaids from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2017 to (B)(6) 2018 and salbutamol (albuterol). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), depression ("psychological or psychiatric problems ¿ depression/psych injury related to essure"), anxiety ("psychological or psychiatric problems ¿ mental anguish/ psych injury related to essure"), female sexual dysfunction ("apareunia") and fatigue ("fatigue"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and blood loss anaemia ("claiming bleeding :anemia"). The patient was treated with surgery (novasure ablation (B)(6) 2017 and robotic-assisted total hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, dysmenorrhoea and blood loss anaemia had resolved and the dyspareunia, depression, anxiety, female sexual dysfunction and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, blood loss anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date previously reported as (B)(6) 2017 and as per current follow up (B)(6) 2017. Discrepancy noted in essure confirmation test conduct - no (as per pfs). There was swelling around the left cornua but the essure coil appeared intraluminal. Plaintiff received treatment for fallowing conditions: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: gross description: the endometrial cavity measures 1.0 cm wide and 3.5 cm long and has a tan-pink hemorrhagic appearance and is up to 0.2 cm in thickness. At the fundus is a 1.0 cm cyst filled with chocolate watery fluid. Bilateral fallopian tubes have complete pinpoint lumens and unremarkable serosal surfaces.. Ultrasound pelvis - on (B)(6) 2017: impression: 1. Cystic foci within the uterine fundal endometrial cavity at both uterine cornua, measuring up to 1.8 cm on the right and 1.0 cm on the left. 2. Brightly echogenic focus at the right uterine cornua, most likely representing a previously implanted essure device. 3. Poor definition of the endometrium, consistent with prior ablation. The thickest portion visualized measures approximately 9 mm. 4. Corpus luteum cyst within the right ovary, measuring 2.3 x 1.4 x 1.8 cm, with adjacent minimal right adnexal free fluid. No evidence of right ovarian torsion. 5. Normal-appearing left ovary with multiple follicles. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event outcome were updated to recovered. Abnormal bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding: menorrhagia (heavy menstrual bleeding)') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation" on 20-mar-2017. The patient's medical history included asthma in january 2016, menorrhagia, menorrhagia, uterine bleeding, anemia iron deficiency, cholecystectomy, endometrial ablation and d & c. Previously administered products included for to treat abnormal uterine bleeding: provera 10mg in 2013 and nuvaring from 2012 to 2013. Concurrent conditions included vitamin d deficiency since january 2015, anemia since 2012, endometrium cystic, corpus luteum cyst, obesity, adenomyosis and uterine fibroid. Concomitant products included iron since 2012 to february 2018 for anemia, salbutamol sulfate (ventolin hfa) since january 2016 for asthma, colecalciferol (vitamine d) since january 2015 for vitamin d deficiency as well as ferrous sulfate since 2012 to february 2018, ibuprofen from march 2017 to february 2018, nsaids from march 2017 to february 2018, paracetamol (acetaminophen) from march 2017 to february 2018 and salbutamol (albuterol). On (B)(6) 2017, the patient had essure inserted. In april 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), depression ("psychological or psychiatric problems ¿ depression/psych injury related to essure"), anxiety ("psychological or psychiatric problems ¿ mental anguish/ psych injury related to essure"), female sexual dysfunction ("apareunia") and fatigue ("fatigue"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and anaemia ("claiming bleeding :anemia"). The patient was treated with surgery (novasure ablation (B)(6) 2017 and robotic-assisted total hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and anaemia had resolved and the vaginal haemorrhage, dyspareunia, depression, anxiety, female sexual dysfunction and fatigue outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date previously reported as 17-mar-2017 and as per current follow up 20mar2017. Discrepancy noted in essure confirmation test conduct - no (as per pfs). There was swelling around the left cornua but the essure coil appeared intraluminal. Plaintiff received treatment for fallowing conditions: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2018: gross description: the endometrial cavity measures 1.0 cm wide and 3.5 cm long and has a tan-pink hemorrhagic appearance and is up to 0.2 cm in thickness. At the fundus is a 1.0 cm cyst filled with chocolate watery fluid. Bilateral fallopian tubes have complete pinpoint lumens and unremarkable serosal surfaces.. Ultrasound pelvis - on (B)(6) 2017: impression: 1. Cystic foci within the uterine fundal endometrial cavity at both uterine cornua, measuring up to 1.8 cm on the right and 1.0 cm on the left. 2. Brightly echogenic focus at the right uterine cornua, most likely representing a previously implanted essure device. 3. Poor definition of the endometrium, consistent with prior ablation. The thickest portion visualized measures approximately 9 mm. 4. Corpus luteum cyst within the right ovary, measuring 2.3 x 1.4 x 1.8 cm, with adjacent minimal right adnexal free fluid. No evidence of right ovarian torsion. 5. Normal-appearing left ovary with multiple follicles.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. New events: abdominal pain, anemia were added. Outcome of the events pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.